Event description:
It was reported that there was foreign material found inside the sterile package of the t4 hood. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is not being returned for evaluation therefore no investigation will be conducted.